Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient present due to device alert and interrogation showed that he right ventricular (rv) lead impedance was out of range. The patient¿s pocket was reopened and tug test revealed no loose connection. The rv lead was removed from the device header and re-inserted. The impedance parameters were within normal range. The device and rv lead remains in use. No patient complications have been reported as a result of this event.